Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility peritoneal dialysis nurse (pdrn) reported that a patient's blood pressure unit had stopped working and is in need of a new blood pressure unit as the patient was just released from the hospital and needs it replaced. The pdrn stated that the patient was hospitalized for fluid overload (characterized by chest pain) and hypertension (ongoing). The pdrn reported that the patient left on his own from the hospital on (B)(6) 2018. Per the pdrn, the treatment rendered was a new blood pressure monitor and suggestion of using more 4.25% delflex solution. Additional information regarding the reported event was requested, however, not provided.

Manufacturer narrative:
Clinical investigation clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy with the liberty select cycler and the patient event(s) of fluid overload, hypertension (htn), and chest pain which warranted in-patient hospitalization. Based on the available information, causality for the fluid overload and chest pain cannot be determined. It is known the patient¿s blood pressure monitor (not a fresenius device) was broken (timeline unknown) and not being utilized for routine blood pressure monitoring at the time of the event, however it is unknown to what extent this affected the event(s). At the time if this clinical investigation, there have been no reported allegations of a liberty select cycler malfunction related to this event and no objective evidence to support a causal relationship. The patient¿s hospitalization course is unknown, as the discharge summary is unavailable. Should additional information become available this clinical investigation will be re-evaluated accordingly.

Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.